Event description:
It was reported to fresenius medical care that a pt expired about one hour into a hemodialysis treatment, investigation is on-going.

Manufacturer narrative:
Supplemental report will be submitted upon receipt of additional info. MFR complaint (B)(4).